Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article published in frontiers in medicine was received on 19-jan-2021, entitled 'long-term outcomes of retinal detachment in phakic eyes after implantation of implantable collamer lens v4c for high myopia correction.' The article states that 14 out of 704 eyes experienced retinal detachment. 11 eyes had causative breaks located at peripheral retina and 3 eyes had a causative break located at the posterior pole. Scleral buckling (sb) or extrascleral compression (ec) was performed in 10 of the eyes. Pars plana vitrectomy alone was performed in 4 eyes. One eye underwent additional vitreoretinal surgery after the initial sb procedure because of proliferative vitreoretinopathy. The surgeon concludes v4c icl implantation is a safe method for high myopia correction.